Manufacturer narrative:
Please note that the following information received on 03/07/2012 was inadvertently not included in the initial medwatch report submitted on (B)(4): i.e. Referenced a publication by deveikis, which sites a disadvantage of the enterprise stent as "the distal end of the delivery wire is larger in diameter than the wire immediately proximal to in (i.e. The part that is within the stent prior to deployment). This size step-off causes the delivery wire to snag on the stent after deployment in some cases." It is further noted in section 5.3 of this publication "if the delivery wire snags on the stent after deployment, readvance the microcatheter into the stent to recapture the wire." Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
All received information and 3 cd containing a total of 11 series were submitted for review by an independent neuro-interventional radiologist. Subtracted (B)(6) view of the right internal carotid artery demonstrates the presence of a small aneurysm at the right middle cerebral artery trifurcation. Subtracted 3d rotational angiogram of the right internal carotid artery demonstrates the same finding. No 3d reconstruction was however provided. The next series is a magnified subtracted left anterior oblique view of right internal carotid arteriogram, which demonstrates a small aneurysm between the first and middle m2 division branches. It appears that there is a tiny coil present within the aneurysm sac. The next two series, magnified cone down subtracted left anterior oblique view of right internal carotid arteriogram, demonstrate placement of a tiny coil within the aneurysm sac through a microcatheter. This is followed by subtracted (B)(6) view of the right internal carotid arteriogram demonstrating the presence of an enterprise stent extending from the m1 to the m2 segment of the right middle cerebral artery, covering the aneurysm neck. This is also demonstrated in the next series, a subtracted 3d rotational angiogram of the right internal carotid artery. The distal wire tip is in the m2 segment of the right middle cerebral artery. This same finding is demonstrated in the next two series; magnified right anterior oblique view of the right internal carotid arteriogram. A final subtracted (B)(6) view of the right internal carotid arteriogram demonstrates a fractured distal wire tip in the m1 and m2 segments of the right middle cerebral artery and patency of the enterprise stent. The final series is subtracted ap views of the right common femoral artery. Injection was made through a femoral sheath. The reviewer reports that it is not evident upon review of these films the cause for the inadvertent fracture of the distal wire tip of the enterprise stent during withdrawal of the core wire after stent deployment. The aneurysm is very small in size and is located at a trifurcation. One would question the indication to attempt embolization in such situation, especially with the coil size that was chosen (1.5 mm x 1 cm microvention hyperform). It was stated that the aneurysm was treated previously, but there was no surgical clip or coil clearly present on the initial angiogram images. No 3d reconstructions were provided to assess the morphology of aneurysm and the size of the proximal and distal parent vessels. It is possible that the m2 division branch that was selected with the prowler select plus microcatheter was under 2.5 mm. Since this branch is also perpendicular to the m1 trunk, the distal wire tip could snag on the stent during withdrawal after stent deployment. The distal stent markers when constrained to a small vessel may narrow further the lumen of the parent vessel and render the wire withdrawal process even more difficult. The reviewer reports that there is no morphologic abnormality seen on the provided films to confirm any malfunction of the enterprise stent. Based on the film review, no conclusion regarding root cause of the event can be made.

Event description:
During treatment of a previously treated (mca) middle cerebral artery aneurysm with coils, a 1.5 x 1 cm microvention hyperform coil was placed, but after detachment coil was not staying within the aneurysm, and it was decided to place a 4.5x22mm enterprise stent (enf452212/10062453). The stent placement was successful, but upon removal of the deployment delivery wire, the distal tip fractured completely remaining in the patient. The stent was delivered over a prowler select plus microcatheter. Post procedure, the patient was in stable condition without symptoms of stroke. The fractured tip remains in the patient. Additional information has been requested.

Manufacturer narrative:
During treatment of a previously treated middle cerebral artery aneurysm (mca) with coils, a 1.5 x 1 cm microvention hyperform coil was placed, but after detachment the coil was not staying within the aneurysm; therefore, the decision was made to place a 4.5x22mm enterprise stent ((B)(4)). The stent placement was successful, but upon removal of the deployment delivery wire, the distal tip fractured completely and remained in the patient. The stent was delivered via a prowler select plus microcatheter. Post procedure, the patient was in stable condition without symptoms of stroke. The fractured tip remains in the patient. No further details regarding clinical or procedural factors related to the event have been provided. However, in response to follow-up investigative efforts a reference to a publication by (B)(4), was received which sites a disadvantage of the enterprise stent as "the distal end of the delivery wire is larger in diameter than the wire immediately proximal to in (i.e. The part that is within the stent prior to deployment). This size step-off causes the delivery wire to snag on the stent after deployment in some cases." It is further noted in section 5.3 of this publication "if the delivery wire snags on the stent after deployment, readvance the microcatheter into the stent to recapture the wire." The instructions for use outlines that after stent deployment, prior to removing the delivery wire, position the microcatheter distal to the stent and then remove the delivery wire. A non sterile enterprise vrd and delivery system was received coiled inside of a plastic bag. Only the delivery wire system was received. Neither the introducer tube nor the enterprise stent were received; as reported, the stent remains implanted. The delivery wire system was broken at the point where the proximal coiled area of the delivery wire ends (proximal to the retraction bump). The distal end of the delivery wire was not received; as reported it remains implanted. Saline solution traces were observed on the enterprise system. No other anomalies were observed on the received product. Sem results of the delivery wire showed that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10062453. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire separation was confirmed. Based on the sem results indicating that stretching or pulling may have contributed to the separation, it appears that procedural factors may have contributed. Although a definitive conclusion cannot be made based on the limited information, it is possible that not advancing the microcatheter distal to the stent, as outlined in the instructions for use, prior to withdrawal of the delivery wire have contributed to the event. The device did not present with any indication of manufacturing defect or anomaly that contributed to the event as reported; therefore no corrective actions will be taken at this time. Via the risk management process continued evaluation and investigation of this issue by the quality team is being conducted.

Manufacturer narrative:
Non sterile enterprise vrd and delivery system was received coiled inside of a plastic bag. Only the delivery wire system was received. Neither the introducer tube nor the enterprise stent were received. The delivery wire system was broken at the point where the proximal coiled are of the delivery wire ends (proximal to the retraction bump) the broken distal section, where the stent was original mounted was not received. See sem report to locate rupture. Saline solution traces were observed on the enterprise system. The enterprise stent was not received. No other anomalies were observed on the received product. Sem results showed that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause, since no characteristics typical of this failure mode were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10062453. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire - fractured-separated/in patient" was confirmed as the product was received. The exact cause of the reported failure could not be conclusively determined; however, sem results suggest that procedural factors might have impacted the reported issue. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Therefore, no corrective action will be taken at this time. Nothing like working certain areas of the body to relieve tension. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: please note that the correct alert date for receipt of the film review was (B)(6) 2012.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.